Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter tubing clamp was defective and allowed blood to flow out of the indwelling needle. The following information was provided by the initial reporter, translated from (B)(6) : "on (B)(6) 2021, the patient had a traffic accident to the left upper extremity swelling and pain for 2 hours, and the left humeral shaft fracture was hospitalized in the department of orthopedics of our hospital. On (B)(6) 2021, the left humeral shaft fracture was under anesthesia with open reduction and internal fixation. After the operation, intravenous injection was given to prevent infection, reduce swelling, and relieve pain. After the intravenous infusion, the nurse gave a heparin cap. After the indwelling needle was clamped, the patient's blood flowed to the outside of the indwelling needle, so the indwelling needle was stopped and there would be problems the indwelling needle was pulled out, and the patient was replaced with a new indwelling needle for infusion therapy the next day."